Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.